Event description:
Per the clinic, the patient experienced vertigo and nausea with and without stimulation. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was treated with steroid (specific type, date and duration not reported). The implanted device remains.